Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing on the right ventricular (rv) channel. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.